Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The pump alarm was heard. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The low reservoir alarm occurred on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. The patient was seen on (B)(6) 2015 and they believed the low reservoir alarm date was that day. The last pump refill was (B)(6) with a low reservoir alarm date with max activation showing (B)(6). On the date of this report, the patient was reporting pain; the patient had been without drug for approximately 8 days. The pump was refilled and the patient's dose was dropped to 4.9 mg/day from 9 mg/day. The device system was delivering dilaudid (25 mg/ml). The patient outcome was not reported. Further follow-up is being conducted to obtain this information.